Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, there was postoperative right knee pain and the past implants had "fallen apart". According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 1st revision - (B)(6) 2018 - aesculap ag reference no. (B)(4) (9610612-2018-00201); 2nd revision - (B)(6) 2019 - aesculap ag reference no. (B)(4) (9610612-2019-00150); 3rd revision - (B)(6) 2022 - aesculap ag reference no. (B)(4) (9610612-2023-00251).

Manufacturer narrative:
Additional information: b5: description updated. D1: 2 - suspect material device. D4: material, batch number, expiration date. D9: product receipt. D10: involved components. G4: 510k. H4: manufacture date.

Event description:
Update: the material was updated to nx085z - as tibia extens. Stem 14x92mm cementless. Associated medwatch reports: 1st revision: on (B)(6) 2018 - aesculap ag reference no. (B)(4) (xc 100020427) (9610612-2018-00201). 2nd revision: on (B)(6) 2019 - aesculap ag reference no. (B)(4) (xc 100022890) (9610612-2019-00150). 3rd revision: on (B)(6) 2022 - aesculap ag reference no. 400627519 (xc 100034283) (9610612-2023-00251). Involved components: nx214 / vega ps+ gliding surface t1/1+ 18mm- aesculap ag reference no. (B)(4). Nx051z / as vega ps tibial plateau cemented t1- aesculap ag reference no. (B)(4). Nr400z / as nut f/femur extens. Stem all sz. Neutr. - aesculap ag reference no. (B)(4). Nr563z / as columbus rev fem. Spacer post. F3 5mm- aesculap ag reference no. (B)(4). Nr407z / as femur extens. Stem 5° d17x117 cem.less- aesculap ag reference no. (B)(4). Nr115m / columbus rev f mc glid. Surf. T1/1+ 20mm- aesculap ag reference no. (B)(4). Nr013z / as columbus rev f femur cemented f3r - aesculap ag reference no. (B)(4).

Event description:
Update: since the last revision to non-aag implants, the patient still has pain. The patient cannot walk long distances, and pain and discomfort prevents sleep at night. There is still swelling in the knee and it has not dissipated since the procedure. Associated medwatch reports: 1st revision - 10apr2018 - aesculap ag reference no. (B)(4) (9610612-2018-00201). 2nd revision - 05mar2019 - aesculap ag reference no. (B)(4) (9610612-2019-00150). 3rd revision - 26apr2022 - aesculap ag reference no. (B)(4) (9610612-2023-00251). Involved components: nx214 / vega ps+ gliding surface t1/1+ 18mm- aesculap ag reference no. (B)(4). Nx051z / as vega ps tibial plateau cemented t1- aesculap ag reference no. (B)(4). Nr400z / as nut f/femur extens.stem all sz.neutr.- aesculap ag reference no. (B)(4). Nr563z / as columbus rev fem.spacer post.f3 5mm- aesculap ag reference no. (B)(4). Nr407z / as femur extens.stem 5° d17x117 cem.less- aesculap ag reference no. (B)(4). Nr115m / columbus rev f mc glid.surf.t1/1+ 20mm- aesculap ag reference no. (B)(4). Nr013z / as columbus rev f femur cemented f3r - aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the complained devices show several traces of use. The stem is still fixed in the tibial component. The tibial component shows massive damages caused due to external forces. The femoral component with the still fixed stem shows normal signs of use without any serious damages. Some bone cement residues are still adhesive on the intended area. The gliding surface of the meniscal component shows nearly no scratches or imprints. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information a clear conclusion for the revision cannot be drawn. Besides the massive damages caused due to external forces most probably during the revision procedure, the explants show no deviation or visible failures. There is no indication for a design, manufacturing, and/or materialrelated failure. Based upon the investigation results, a CAPA was not required.